Event description:
Based on a log file review, ipc leak immediately after an ipc fill. The pump had been infusing at 50 ml/hr for over 45 minutes, but then started leaking - likely past the inlet valve - immediately following an ipc fill, where the inlet valve is actuated. All evidence points towards sticky pins being the root cause of the failure. The device was returned due to an overinfusion condition (safe state 1) (set issue). The fva pins and loading pins are exhibiting drag. Removed fva assembly and verified the fva pins and upper/lower loading pins have debris. The fva pins, upper/lower loading pins and channels were cleaned. The fva assembly was reinstalled. During evaluation, the (right/left/upper) loading pin assembly was found to have the spring positioned beyond the retaining c-clip. This issue would cause the cassette to not load properly and attribute to the error being reported. The affected loading pin(s) shall be replaced as part of the repair process. The lever boot retaining plate is damaged due to being cracked. The retaining plate, fva lip seals, and upper/lower lip seals will be removed and replaced during the repair process. When combining the analysis from these failures, all evidence points towards sticky pins being the root cause of the failure.